Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional cultural testing. The customer provided the cleaning, disinfection, and sterilization process stating the automated endoscopic reprocessor (aer) used is poka yoke. The aer detergent is dlc and the aer disinfectant is aperlan. The storage practice is using a simple cabinet with the scopes placed horizontally, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 1 cfu of filamentous fungi. The results obtained do not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for over 80 colony forming units (cfus) of microbes. The suction channel and water jet channel were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: - light guide rod lens (2x) --- cracked. - bending section rubber glue --- separated. - switch section --- switch 1 --- wear and tear. - universal cord --- buckles. - angulation: 150/150/140/140. - bending tube --- movement. - bending tube --- shorten. - biopsy channel --- wear and tear. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.